Manufacturer narrative:
Device not returned.

Event description:
It was reported that the blocker was found loosened during a revision surgery for a broken rod.

Event description:
It was reported that the blocker was found loosened during a revision surgery for a broken rod.

Manufacturer narrative:
Method: visual inspection, functional inspection, and device history review. Results: visual inspection: the blocker shows signs of wear, use, deformation/damage. The blocker has deformations on the bottom surface of the screw indicating at least 1 previous use where the blocker was tightened in the presence of a seated rod. Functional inspection: the blockers are single use devices. The blockers are functionally impaired based on the deformation present on the bottom surface of the screw indicating previous use. Device history review: no relevant deviations in regards to the failure mode were reported upon review of the manufacturing records. Conclusion: the blocker disengagement/loosening was confirmed due to the necessity for a revision surgery, the surgeon's reported discovery of the loosened blockers during the revision, and the conditions of the returned product, specifically the extensive damage on the bottom surface of the blockers and stripping of the hexagonal inner perimeter. Insufficient bending of the rod was implicated in the construct loosening and should be considered the primary, causal contributor. It should also be noted that the patient had a high bmi indicating that the patient was overweight. Overweight/obesity is indicated as a contraindication in the IFU and the IFU clearly explains that the implanted spinal systems are subject to device disassembly over time with exposure to physiological stresses and strains.